Event description:
It was reported that during a pulsed field ablation procedure, the sheath drew in too much air during aspiration, even when a small syringe was used and aspiration was performed slowly. The user decided not to continue using the sheath. The product was replaced. The same issue occurred with the new sheath and it was also replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10 product ID: 10fcc13 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012917465 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. The handle and shaft were intact with no apparent issue. The steering mechanism and deflection test were performed. No anomaly was discovered. The pressure test was in an acceptable range. The vacuum test was in an acceptable range. In conclusion, the reported issue (air ingress) was not observed or reproduced in testing. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.